Event description:
It was reported that a cadd® cadd-prizm® vip system experienced occlusion issues. There was no reported patient involvement.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition; however fluid ingression was later found around the downstream occlusion sensor. No evidence of the reported issue was found in the event history log. Pressure testing was performed and the pump passed all tests. The fluid ingression and corrosion was identified as a likely cause for the customer reported problem. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use.